Event description:
This is an incident due to mobilization of an smr shoulder anatomic prosthesis, occurred in (B)(6). The pt had the original surgery performed on (B)(6) 2013: during this surgery, the surgeon implanted a lima smr anatomic hemi prosthesis (stem, humeral body, adaptor taper and humeral head). We received x-rays dated (B)(6) 2013 and (B)(6) 2013: considering these two x-rays, there is a change of the positon of the humeral head with regards to the humeral body, meaning that the adaptor taper (firmly fixed to the humeral head and directly connected to the humeral body) rotated onto the humeral body. The revision surgery has not been performed yet; therefore, the devices are still "in vivo". Currently , no adverse event of pt is reported.

Manufacturer narrative:
We checked the DHR of the components whose connection failed (humeral body and adaptor taper), without finding any dimensional anomaly on them. We also verified that a total of 21 humeral bodies and 26 adaptor tapers with the batches involved in this event have been implanted, without receiving any other similar signaling. A medical judgment on the available x-rays, dated (B)(6) 2013 and (B)(6) 2013, stated that the pt ((B)(6) female) suffers an important cuff arthropathy, and there is no glenoid bone left. It also stated that an insufficient morse taper fixation between the humeral body and the adapter taper due to a surgical error is possible. The very early rotation of the adaptor taper onto the humeral body suggests that the components were not coupled properly during the original surgery. The date of the revision surgery is still to be planned, as the pt is not complaining of anything at the moment. Should we receive further info on this event (explants, further x-rays) we will submit an additional report. This is the 1st case reported of rotation (without disassembly) of the adaptor taper on the humeral body. We are aware of 2 other cases, where an early disassembly between the adaptor taper and the humeral body occurred. Our analysis on one of these disassemblies showed the dimensional compliance of the devices to the specifications, while in the 2nd case a deep analysis was not possible. A total of about (B)(4) implants of smr anatomic prosthesis have been performed worldwide since 2002, so the occurrence rate considering all the 3 cases is (B)(4) but, by our analysis, the occurrence rate "product-related" is currently 0.